Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2005; c6tr01 crtp implanted: (B)(6) 2017, product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted no insulation breach or damage was observed at analysis.

Event description:
It was reported that the patient experienced occasional phrenic nerve and diaphragmatic stimulation. During left ventricular (lv) lead revision due to the stimulation, the lv lead was temporarily removed and it was noted there was insulation damage. A new lead was chosen and implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.